Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the provided pictures identified the femoral implant implanted in the patient. The stem, adaptor and femoral in the second picture are explanted with foreign material on their surfaces. As the devices were not returned, further evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty with loosening of the femoral and possibly tibial components. Overall fit alignment of the implants appears to be appropriate. Mild osteopenia. Complaint is confirmed from the provided radiographs. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs; 185262 vngd ssk 360 r fem 60mm lot# 3462161; MDR: 0001825034-2023-02721. 148306 bmt splined knee stm v2 16x80 lot# 222300; MDR: 0001825034-2023-02722. Additional associated products: 185086 vngd ssk ps tib brg 16x71/75 lot# 963270; 148289 bmt splined knee stm v2 14x40 lot# 963020; 185211 bmt 360 tib 5.0 offset adapter lot# 134970; 185203 bmt 360 tib tray 71mm lot# 503010; 185651 bmt 360 tib lg cruciate wing lot# 002760; 185223 bmt 360 tib aug 71x5mm lot# 759970; 185223 bmt 360 tib aug 71x5mm lot# 176410; 66056768 palacos r+g fast lot# 92734904.

Event description:
It was reported the patient was revised approximately four years post implantation due to femoral loosening and pain. The femoral, offset adapter and stem were revised for cause. Articular surface was exchanged as best practice. All other implants remained. No product is available for return as it was discarded by the the facility.